Event description:
It was reported, via a phone call, that the event occurred while in the intensive care unit. The biomed engineer called regarding the need for a field service rep (fsr) to estimate a price to repair and service the pump in this event. During intra-aortic balloon pump (iabp) therapy, the pump alarmed system error 7. As a result, the pump was switched out for another pump successfully and therapy continued. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy just long enough to make the switch with no harm to the pt. The pt outcome is fine. Additional info received stated that the fsr spoke with the biomed this morning (05/08/2012) regarding the pump experiencing system error 7 alarm. The fsr was able to talk biomed through the repair of the pump. The problem was a loose umbilical cable at the display head. Biomed tightened the loose connection and the pump worked fine and was put back in service.

Manufacturer narrative:
(B)(4).